Event description:
On (B) (6) 2008, the patient reported experiencing an e4 (occlusion) error on her infusion device while priming and she found that the infusion tubing was leaking at the luer connection. To troubleshoot, the patient was instructed to perform a cartridge change and to prime and the e4 recurred. She was then instructed to change the infusion tubing and she was able to perform the cartridge change and prime. The infusion tubing was no longer leaking at the luer connection. No physiological effects were reported. The patient called back and stated that she continued to experience e4 errors. She switched to her backup infusion device using a new adapter, battery, insulin cartridge and infusion tubing and continued to receive the e4. A request for training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.